Manufacturer narrative:
Concomitant medical products: the patient's medications include; lyrica, gabapentin, temazepam, acetaminophen-codeine #4 and cartia xt. (B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. As it was reported, the patient had small (5 mm), significantly calcified and thrombotic iliac arteries, solopath® sheaths were advanced and all endoprostheses were implanted. However, extreme resistance was reported during the advancement and withdrawal of the sheaths. An aortic extender component was positioned and deployed proximal to the bifurcation of the right internal and right common iliac arteries. Touch up ballooning was performed with a qxmedical q50-65 stent graft balloon catheter. Reportedly, during ballooning of the aortic extender component, the right common iliac artery ruptured, resulting in a ~200-300 cc blood loss and causing the patient to become hypotension. The balloon was reportedly not overinflated or extended outside of the aortic extender component during the ballooning. It was reported the rupture occurred as a result of ballooning in the patient's small and calcified iliac artery. An occlusion balloon was advanced to stop the blood loss, and a transfusion of 2-3 units of blood products were administered. A contralateral leg component was then implanted to repair the rupture, intentionally covering the right hypogastric artery. The right hypogastric artery had not been initially covered, as it was reported the physician intended to preserve the right hypogastric artery as the left hypogastric artery was no longer being perfused. Final angiography showed exclusion of the aneurysm and rupture, and the patient tolerated the procedure.